Event description:
The complaint is reported as: during testing of device prior to patient use, balloon of catheter was damaged when advancing through the sheath.

Manufacturer narrative:
Qn#(B)(4). The customer provided one image showing a non-arrow catheter while inside its respective packaging. Visual analysis revealed that the catheter is a biosensor international product. No defects or anomalies were observed. The customer returned one, opened psi kit for analysis. The non-arrow catheter was included. The arrow sheath dilator assembly was returned with protective tubing still in place. The dilator was still inserted through the distal end of the sheath. Signs-of-use in the form of biological material was observed on the non-arrow catheter. Visual analysis did not reveal any defects or anomalies on the returned sheath/dilator assembly. No defects were observed on the returned catheter; however, this cannot be verified as this is a non-arrow catheter. The sheath body length from the hub to the tip measured 4 1/4", which is within the specification limits of 4 1/8"-4 3/8" per the sheath/dilator graphic. The catheter outer diameter measured .1075", which is within the specification limits of .1075"-.1125" per the catheter extrusion graphic. The catheter inner diameter at the distal tip measured .079", which is within the specification limits of .078"-.079" per the sheath/dilator graphic. Dimensional analysis could not be performed on the sheath as it is a non-arrow product. The returned non-arrow catheter was inserted through the returned sheath. Little to no resistance was encountered as the catheter was able to pass completely through the assembly. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not inflate balloon prior to insertion through catheter contamination shield to minimize the risk of balloon damage". The report of catheter tight over non-arrow sheath could not be confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies on the sheath/dilator assembly. Analysis of the non-arrow catheter revealed that the catheter appeared to be separated towards the distal end; however, this cannot be confirmed as it is a non-arrow catheter. The sheath met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: during testing of device prior to patient use, balloon of catheter was damaged when advancing through the sheath.